Manufacturer narrative:
The failed mayfield head holder adapter was returned to manufacturer for investigation. Visual inspection of this part was performed and indicated that the issue was due to as a lack of specifications for the tightening effort applied to the attachment screw for the mayfield head holder adaptor. No rüther corrective actions are required as quarterly preventive maintenance performed by company field service engineer are performed to verify the status of the components. Furthermore, surgeons are required to verify the status of the head immobilization system before starting surgery. A replacement part was installed on device by a company field service engineer for repair purposes. Corrected data: date of this report, date received by manufacturer, if follow-up, what type, device evaluated by manufacturer, evaluation code, remedial action.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Field safety engineer attempted to install a replacement mayfield head holder adaptor but was unable to remove the old one. As a result, broken headrest support piece could not be removed from support arm. Field safety engineer also attempted to apply grease but this did not resolve the problem. Surgeon decided to proceed with surgery.